Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient had a mesh removal surgery on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the following the procedure the patient experienced severe pain, nausea, chills, inflammation, impaired activities of daily living, large seroma, hernia recurrence & stabbing sensations. No additional information was provided. It was reported that the patient had a mesh removal surgery on 11/10/2016. No additional information was provided.